Event description:
A hospital in (B)(6) reported via our distributor that air leaked from the water trap of an rt134 adult breathing circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was found in the inspiratory and expiratory water trap. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid. A lot check revealed no other complaints for lot number 110907. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).